Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was broken and not functional. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request a quote for the replacement touchscreen as the touchscreen was broken and not functional. A service quote for repair will be sent for approval.

Manufacturer narrative:
The customer accepted the quote and ultimately ordered the replacement touchscreen for repair. Further case information regarding the repair is still pending.